Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.8 inr/2.78 inr, 3.2 inr/1.71 inr, 4.0 inr/2.59 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.